Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that shehad to have her device removed because she was having sharp pain. Patient also stated that the device used to go up on its own and she had throbbing back pain, lower extremity pain, and electrical shocks to her legs. Caller states she was in and out of the hospital with these issues. Caller states they removed the device on (B)(6) 2016 because they also wanted her to have an mr and as soon as the device was removed, she was paralyzed, she could not moved her neck anymore. Patient stated the ins was black when it was removed and there was an infection but did not know the strain. Caller states the infection went to the spine up to t7. Caller states she is on IV antibiotics in the hospital because it's a recurring issue. No further complications were reported or anticipated.